Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as medical records were not provided. -device history review: review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: no further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported patient had revision of right hip due to dislocation, elevated cobalt levels and device being recall. Doctor removed stem, neck, liner and head.

Event description:
It was reported patient had revision of right hip due to dislocation, elevated cobalt levels and device being recall. Doctor removed stem, neck, liner and head.

Manufacturer narrative:
Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to manufacturer.